Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hardware error code on (B)(6) 2014. No injuries or medical intervention were reported. Dexcom technical support advised patient to reset the device on (B)(6) 2014 and it was unsuccessful.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and found no observations related to the complaint. Reported fault could not be reproduced for the receiver. A review of the receiver data log confirmed a hardware error code. A root cause could not be determined.